Event description:
Customer alleged discrepant back-to-back blood glucose results of 263 mg/dl on the advantage system compared to 132 mg/dl on a professional meter when tests were performed within 1 minute. The customer reported no symptoms and did not treat/act on the result. A request was made for the return of the suspect device and replacement product was sent.